Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply needed to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system had no live image at boot up. No pt injury was reported.